Event description:
Information received from the field does not address the patient's clinical status but notes that an x-ray revealed lead impingement. The leads were capped three months later per the patient's schedule.

Event description:
Information received from the field does not address the patient's clinical status but notes that an x-ray revealed lead impingement. The leads were capped three months later per the patient's schedule.